Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator displays "vent inop" alarm message. Event log shows "motor fault" alarm message. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis examined the turbine and found that it caused a vent inop. The problem was traced to corrupt data on eeprom on turbine interface pcba. The turbine interface pcba was reprogrammed using the characterization data from turbine (B)(4) and the turbine then functioned normally. Duplicated, "vent inop" and "motor fault", complaint allegation. This issue is being addressed in an internal correction.